Manufacturer narrative:
Sensor was successfully removed 2 weeks after the failed removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On july 11th, 2019, senseonics was made aware of an adverse event where the physician was unable to explant the eversense sensor.